Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that the cap was loose and falls off on her onetouch delica enhanced lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred in ¿(B)(6) 2016, 9:00 am¿. The patient manages her diabetes with oral medications, diet and/or exercise. She reported that as a result of the alleged product issue she took less food and/or drink. Two days after the alleged product issue began she reported developing the symptoms of lethargic, weak, shakes and lightheaded. The patient denied receiving ant treatment. At the time of troubleshooting, the cca noted that there was no misuse of the product, the correct lancet cap and correct lancets, gauge 33g were being used. After reviewing the technique to collect a blood sample the issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.